Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a biopsy, the device allegedly self activated. It was further reported that the device was not used. There was no patient contact.

Event description:
It was reported that during preparation of a biopsy, the device allegedly self activated. It was further reported that the device was not used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the driver was returned but the customer declined service and repair. Therefore, the investigation is inconclusive for self activation as functional testing was not performed. The definitive root cause could not be determined based upon available information. It is unknown if device maintenance and/or procedural issues contributed to the reported event labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.